Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. It was noticed that the yoke was still attached to the control wire. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specificatio.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both clips locked onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both clips locked onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.